Manufacturer narrative:
A siemens customer service engineer (cse) specialist was dispatched to the customer site. After evaluating the instrument, the cse replaced the vacuum solenoid valve 2 (voev2), the diaphragm of vacuum solenoid valve 1 (voev1) and both the drain pump (cdp) tubes. The cse also replaced the reagents and ran calibrations and precision testing, which were acceptable. The cause of the discordant, falsely low crea_2 is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely low creatinine_2 (crea_2) results were obtained on multiple patient samples on an advia 2400 instrument. The discordant results were reported to the physician(s). The samples were repeated on an alternate advia 2400 instrument, resulting higher. The corrected results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low creatinine_2 results.